Event description:
Boston scientific received information that a red alert was received for this device due to a high pacing lead impedance measurement on this right ventricular shocking lead. An impedance measurement greater than 2000 ohms was detected, and it was noted that the impedance gradually increased over the previous year. An in-office visit was recommended to further test the device and lead. It was then reported that the device's pacing and shocking therapy was programmed off, per physician orders due to the lead issues. The ventricular shocking lead's impedance measurements remained >2500 ohms, and the right atrial lead also exhibited noise; however, the atrial lead's measurements were normal. The patient was sent home while the physician considered replacing the leads. Thiry-four months later, a healthcare provider (hcp) reported the lead was fractured and would be revised. The lead's reporting status is changed to serious injury from malfunction due to surgical intervention to resolve the reported lead fracture.

Manufacturer narrative:
The device and leads remain implanted at this time. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. The device subsequently was returned with no additional information; this lead was not returned. Analysis of the stored data in device memory showed high out-of-range pace impedance measurements were recorded for this lead in the one year prior to explant (no older data was available due to device memory storage limitations and design). Shock impedances were normal. At the time of explant, the device was programmed to provide atrial bradycardia therapy and two zones of shock therapy for ventricular arrhythmias, with a third monitor-only zone for ventricular tachycardias. Stored nonsustained and no-therapy episodes in the arrhythmia logbook, and device analysis, indicate this lead and the device were appropriately sensing ventricular activity. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.